Manufacturer narrative:
On (B)(6) 2016, a tandem clinical training manager met with the contact and the occlusions with possible solutions were discussed. The contact reported that the customer has not had an occlusion in the past few days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300's mg/dl at its highest. The customer would change the pump supplies and deliver a bolus via the pump or administer an insulin injection to address the bg level. The contact thought that the infusion set site was a possible cause of the occlusions as the customer was very lean. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.